Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a system error 322 was reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be link out of adjustment. The link adjustment requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.